Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the log files provided by the account confirmed an intentional pump stop event; the event appeared to occur due to the pump stop button being pressed on the system monitor. The submitted system controller event log file contained data from 31dec2020 through 04jan2021. The pump operated above the low speed limit for the duration of the file with no atypical alarms until (B)(6) 2021 at 20:20:50, when an intentional pump stop command was initiated, causing low flow and left ventricular assist device (lvad) off alarms. The pump speed reduced to 0 revolutions per minute (rpm) with the flow decreasing down to 1.8 liters per minute (lpm). The pump was off for approximately 5 seconds before regaining speed. Following the event, the pump operated as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 4 states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 4 also explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 liters per minute (lpm). Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, is also available. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for mlp-023230 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11dec2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller showed pump stops on (B)(6) 2021. Upon review of the log files, technical services confirmed the pump stops due to the pump stop button being activated at the system monitor.